Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "call received from customer. During ventilation paramaters are not showing properly on screen. Replaced ventilator. Log files unable to take on such condition. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported that during ventilation, the screen did not display parameters properly; the display appeared corrupted and unreadable. A screenshot/photo was provided. Log files could not be captured due to the condition. There was no report of harm to patient, user or third party, nor a treatment in delay; however, it was reported "replaced ventilator" as a result of this issue. Picture analysis of the provided pictures of the display. Image 1: multiple fractional, super-imposed copies of the boot up screen, with horizontal shearing/ghosting across the entire panel. Image 2: the waveform monitoring screen is repeated and offset in vertical bands; characters are mirrored/overlaid. Backlight is normal; artifact spans the whole display. A local service engineer replaced the esm board to resolve the issue. This case is considered as closed.